Event description:
It was reported that the lead got damaged. Further information was requested but was not available. The patient was stable.

Manufacturer narrative:
The reported event of the lead getting damaged was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.